Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 233 mg/dl. The customer stated that she had been doing (B)(6) and the insulin pump was exposed to sweat. She also reported a crack in her insulin pump. She observed that the device was missing a piece where the battery goes running toward the back. She recalled that she was putting the clip on and a piece broke. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.